Manufacturer narrative:
The manufacturer received x-ray for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with ann nail system on an unknown side, a week post initial surgery the surgeon noticed from the x-ray that one of the proximal screw had backed out, hence a revision surgery was performed during which the backed out screw was reinserted.

Manufacturer narrative:
This product has been moved to the associated product, please delete this report from your records. Zimmer biomet's reference number (B)(4) is further reported under the following reports: 0009613350-2020-00459, 0009613350-2020-00461, 0009613350-2020-00463, 0009613350-2020-00467, 0009613350-2020-00469.

Event description:
This product has been moved to the associated product, please delete this report from your records.